Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging more often as the ipg was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.